Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic via merlin.net with the implantable cardioverter defibrillator exhibiting post paced t-wave oversensing. The patient did not receive inappropriate therapy during the oversensing episodes. Programming changes were recommended but were not made. No patient symptoms were reported. The patient was scheduled for remote and in clinic monitoring.